Manufacturer narrative:
We checked the returned unit and confirmed that the air/water channel dirty. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the air/water channel. In addition, we confirmed that the insertion flexible tube (ift) coating damage, the operation channel buckled, the suction channel buckled, the distal body cracked, the angle wire play, the air/water nozzle deformed, the air/water nozzle dirty, the lg prong top loosened, the u/d pulley wire worn out, and the light guide cable lump/wave; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report hr-rpt-0630 air/water & jet water channels and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.